Event description:
It was reported that the atrial and ventricle active fix leads were extracted due to perforation in the right ventricle with pericardial effusion. The ventricle lead was explanted and replaced. The atrial lead was explanted but not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Blood in/on helix mechanism. (B)(4) no anomalies found; full lead was returned and analyzed. Blood/body fluid in/on proximal conductor(not obstructed) and helix mechanism. Outer insulation breached cut. Apparent explant damage.